Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the home patient (hp) saw air gaps in the patient line of the automated peritoneal dialysis (apd) set with cassette. This was found during the initial drain, while the hp was connected. The technical service representative (tsr) assisted the hp to end therapy so that they could start over with all new supplies. The tsr advised the hp to thoroughly check their patient line after priming and before connecting. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.